Event description:
It was reported during a therapeutic tonsil procedure while using the ultrasonic surgical device, a child received a second-degree mucosal burn on the lips and inner cheeks. The customer stated the problem was thought to be heat from a damaged black sheath that fits over the hook causing swollen lips and cheek burns after the procedure. Upon customer follow-up, it was reported the patient experienced very severe pain requiring local treatment, and the burn was still visible on the lip with esthetical consequences.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that high-frequency output was not activated on the generator during the tonsillectomy. The device user observed that the sheath felt hot at the base and along the black sheath. The middle of the sheath was in contact with the location of the patient¿s burn. There was long contact between the sheath and the mucosa, near the section of the tonsil (from bottom to top). Reportedly, it is possible that the device may have come in contact with the metal lingual blade of the retractor. Moreover, the device was activated continuously for an average of 15 minutes per test and until the safety signal alarmed. The output level setting was programmed to 80%. The device was isolated at the end of the procedure and not reused in a subsequent procedure. The age of the patient involved in this event is between 2-4 years old. Finally, it was reported that some introducer sheaths were damaged at the ring/white seal level.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's (lm) investigation. The device was evaluated by olympus, and a tear was found in the insulation coating on the insertion section of the device. Replication testing was also performed by olympus and the following was noted: 1. Autoclave sterilization performed on a device with a minor scratch that did not reach or expose the insertion pipe beneath the insulation coating did not result in tearing of the insulation. 2. Tearing of the insulation coating was observed when autoclave sterilization was performed on a device with a scratch (crack) that had reached the insertion pipe. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation and replication testing, the following mechanism likely led to the reported adverse event (the lips and inner cheeks were burned): 1. Prolonged output with the combined use of the subject device (t3080) led to a rise in temperature in its insertion section, resulting in high temperatures. 2. The heated insertion section came into contact with the inner surfaces of the patient¿s lips and cheek. Moreover, the following mechanism likely led to the reported device malfunction (breaks/tear in the insulated part of the shaft): 1. Contact with a hard object, such as metal, near the proximal end of the insertion section resulted in the formation of a crack in the insulation coating. 2. Because autoclave sterilization was performed while a crack existed in the insulation coating, heat was applied to the affected area, leading to shrinkage of the insulation coating originating from the crack. 3. Due to the shrinkage of the insulation coating, the tear progressed, resulting in exposure of the insertion pipe. 4. As the autoclave sterilization was further performed with the insertion pipe exposed, the insulation coating tore circumferentially. The event can be detected/prevented by following the instructions for use (IFU) which states: ¿before activating the output, be sure that the probe comes into contact with the target tissue and confirm that there is sufficient clearance between the tip probe and non-target tissue.¿ ¿whenever possible, avoid touching the insertion section of the sheath in contact with tissue. If ultrasonic output is activated for a long time, the surface temperature of the insertion section rises, and it could cause burns to tissue with which it comes in contact.¿ ¿the probe becomes hot due to extended ultrasonic output. Do not let it come in contact with tissues other than the target tissue because it may burn the tissue.¿ ¿since the temperature of the tip probe rises with continued use of the instrument, ensure that the instrument does not come in contact with non-target tissue. Otherwise, a burn may occur.¿ ¿when extracting the instrument from the trocar tube, do not apply excessive force, as the hook may be caught on the rim of the trocar tube. In this case, try to extract it by rotating it slowly. Attempting to extract the instrument by excessive force may cause damage and/or make it impossible to remove the instrument from the trocar tube (when using the long hook).¿ this supplemental report includes an update to h3 from the initial medwatch. Also, information has been added to b3, b5, d10 and h4. Olympus will continue to monitor field performance for this device.